Event description:
A trilogy 100 ventilator device was returned to the third-party service center for service. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation, the device failed the test active exhalation proportional valve and test dp purge valves steps during diagnostic testing. The active exhalation control module was replaced to resolve the issue. Additionally, the power cord clamp was cracked, the dc power connector cable was cracked, the inlet o-ring kit was changed, the handle o-ring kit was missing, the handle assembly was cracked, the rubber feet were missing, the front case kit was cracked, the rear enclosure assembly was cracked, the exhalation port block pas was broken, and the enclosure seal kit needed to be replaced.

Manufacturer narrative:
The reported failure of test active exhalation proportional valve is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.